Event description:
In 2008, a customer contacted baxter technical service center regarding a system error 2240 (air in line) alarm during dwell 3 of 6 while using the home choice device. The caregiver nurse stated that a bag came unhooked when it fell. The technical service rep (tse) explained the alarm to the caregiver. The caregiver already had a new set of supplies waiting and wanted to remove the current set-up. The tsr assisted the caregiver in doing so. On the following month, the peritoneal dialysis (pd) nurse was contacted and stated that the home pt (hp) presented with a cloudy effluent bag and developed peritonitis on three days after the original month; however, the hp was not hospitalized. There was no exit site or tunnel infection. The nurse assumed that the peritonitis was caused by a break in the caregiver's aseptic technique. The pd nurse indicated that the caregiver was a new nurse at the nursing home where the hp is staying. A cell count was performed on that day, but the results were unavailable. A culture was also taken of the effluent the same day, and coagulase-negative staphylococcus was identified. The hp was given one gram of vancomycin intraperitoneal beginning on 10/28/08, for a duration of three weeks. During an additional follow-up call to the hp's pd nurse the following month, the nurse indicated that the circumstances surrounding the bag falling and becoming disconnected are unk. The nurse also stated the bag falling and becoming disconnected are unk. The nurse also stated that a re-training in-service will be conducted on aseptic technique at the hp's nursing home for nurses there. The nurse then indicated that the hp has recovered from this episode of peritenonitis, is doing well, and has been able to continue with pd therapy without any further problems.